Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cm nail, therapy date- (B)(6) 2018. Foreign- (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the procedure with cm nail, the tip of the driver has fractured upon insertion of a setscrew. Subsequently, the surgeon re-opened the wound and removed the piece. A delay of 60 min was recorded as a result of this event. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the tip of the instrument is fractured. The hardness of the material is conforming to print specification. Review of the x-rays identified the tip of the set screw driver is fractured and lies at the cranial aspect of the cm nail. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.